Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the lot was manufactured from march 14, 2014 to march 17, 2014. Evaluation summary: visual inspection of the returned device revealed a solid white particle, approximately 1.68 mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy (ft-ir) scanning revealed the particle to be of acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause or origin of the particle is undetermined. A CAPA has been opened to further investigate this condition. Should additional relevant information become available, a supplemental report will be submitted.